Event description:
It was reported, following an MRI the device was observed to be in back up mode. It was noted; the device was thought to be correctly programmed into MRI mode prior to the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.